Event description:
New information received noted that noise was over-sensed on the atrial lead.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a routine generator replacement. Prior to the procedure, it was noted that the atrial lead had occasional noise episodes. The lead was then capped and replaced during the same procedure. Patient was stable after the procedure.